Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient fell and fractured a bone. The patient was admitted to the hospital with syncope, complete heart block, and a low heart rate. The pacemaker device was unable to be interrogated with the programmer. The device was replaced. No patient complications have been reported as a result of this event.